Event description:
It was reported that for the week leading up to the call the patient was having sensations from the neck up into their head that feels like a shock and they think it is the implantable neurostimulator (ins). The patient turned the ins off and then back on and was having the same sensations. This happened multiple times. One week prior to the report, the patient pulled a muscle in their back and that was around the time the shocking started. The shocking occurs whether the device is on or off.

Manufacturer narrative:
Product ID: 97792, lot# n367052, implanted: (B)(6) 2014, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).